Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
Based on the additional information received, the correct serial# of the contour meter involved in the event occurrence is (B)(6) with the device manufacture date of 24-may-2008. Sections d4 and h4 have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2021-00359.

Event description:
The customer from (B)(6) called ascensia customer care to receive help with his contour meter. While troubleshooting, the customer obtained blood glucose readings of 13 mg/dl and 177 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.